Manufacturer narrative:
Permobil was first informed of this adverse event on january 9th, 2024. Permobil has received limited information about the reported event. Permobil is not aware of a product malfunction having occurred that would have contributed to this reported event. The device history record has been reviewed and the device was found to have met specifications prior to distribution on october 26 2020. Permobil has received minimal information about the circumstances of this event. If any new information is received, a follow-up report will be submitted.

Event description:
The user reported to the dealer that the center of gravity was too far back, causing the user to suffer a fall in (B)(6)2022 and break his wrist. Details of the failure are unknown currently. Information and details of the injury are limited.